Manufacturer narrative:
The reported issue was confirmed. The root cause identified is inadequate cleaning and maintenance. The device was evaluated upon receipt. Air filter and chiller condenser very dusty. Cleaned air filter and chiller condenser. Passed all testing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: clean the external surfaces: cleaning should include the exterior of the control module, fluid delivery lines, temperature cables and the power cord. Clean visible contamination from the surfaces with a dampened cloth using a mild detergent. Rinse and dry thoroughly. Use a soft cloth dampened with disinfectant according to hospital protocol. Medivance has qualified and approves the use of the following types of disinfectants for exterior surfaces: sodium hypochlorite, isopropyl alcohol, and quaternary ammonium. Clean the condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 113 (reduced water temperature control) in an arctic sun device and only cooled slowly.

Event description:
It was reported that there was error 113 (reduced water temperature control) in an arctic sun device and only cooled slowly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.